Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that, during a pre-operative check this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, exceeding 125 ohms. Subsequently, the patient underwent the replacement procedure, during which a defibrillation threshold (dft) test was performed. A failure code 1005, indicative of an open circuit condition during shock delivery, was observed. The physician elected to replace this ICD and the right ventricular (rv) lead. The procedure was completed with another ICD. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Event description:
It was reported that, during a pre-operative check this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements, exceeding 125 ohms. Subsequently, the patient underwent the replacement procedure, during which a defibrillation threshold (dft) test was performed. A failure code 1005, indicative of an open circuit condition during shock delivery, was observed. The physician elected to replace this ICD and the right ventricular (rv) lead. The procedure was completed with another ICD. No additional adverse patient effects were reported. This device was already returned to boston scientific.

Manufacturer narrative:
The returned ICD was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.